Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. The patient was treated with unspecified antibiotics (intraperitoneally, dose, duration and frequency not reported) for the event. At the time of this report, the patient had recovered from the event and was no longer on pd therapy. Additional information was requested but is not available.